Manufacturer narrative:
All of the buttons responded properly during testing. However, corroded keypad traces were noted during the visual inspection. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed button error and was not working. Customer's blood glucose reading at the time of the call was 97 mg/dl and has been treating with manual injections. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.